Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: d1 should be empty since no info available, d4 version or model # should be empty since no info available, d7a, h6 medical device problem the cardiosave hybrid type e/f rental device is currently non-functional due to a blood invasion incident that occurred in (B)(6) 2024, which caused the counter pulsation pump to stop working. Quatation was prepared but has not been accepted, and therefore no work will be performed on the machine at this time. The customer answered yes to if blood entered the tubing question. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in all iab risk files. All iab ifus address the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer, so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record ID: (B)(4). D section: balloon product details are unknown so d1 and d4 kept empty. As per the response received from fse, the exact event date is unknown. It occurred in december 2024, but the specific day is not available.

Event description:
It was reported that during use, intra-aortic balloon (iab) has blood invansion. There was no harm.